Event description:
One patient sample with discrepant glucose results. Initial result gave 74 mg/dl. Same sample repeated, gave 42 mg/dl. Erroneous result not reported. The field service representative determined the cause to be the sample probe. The instrument was repaired.